Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw4392 showed sixteen other similar product complaint(s) from this lot number.

Event description:
It was reported catheter ruptured after days of implantation and had to be removed from the patient. At the time of insertion it was checked and there was no breakage.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw4392 showed sixteen other similar product complaint(s) from this lot number.

Event description:
It was reported catheter ruptured after days of implantation and had to be removed from the patient. At the time of insertion it was checked and there was no breakage.

Event description:
It was reported catheter ruptured after days of implantation and had to be removed from the patient. At the time of insertion it was checked and there was no breakage.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr d/l powerpicc sv catheter. The depicted device was being flushed through the red-luered lumen. A spraying leak was observed between the 1cm and 2cm depth markings. A leak was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. H3 other text : evaluation findings are in section h.11.